Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "defib pacer device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. The user power cycled the device and cleared the error. The device was put through extensive testing including power cycling, bench handling, and defib cycling without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.